Event description:
It was reported that the patient underwent an ion assisted lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The procedure went well without any issues or delays. The patient was in the recovery unit when a chest x-ray was performed, and a new pneumothorax was discovered. A chest tube was inserted, and the patient was admitted. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The system logs were not available for review.